Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/18/2024, it was reported by a sales representative via phone that an ar-1927bcf-45 biocomposite corkscrew ft suture anchor broke in half in two pieces and pulled out of the bone inside when the implant was placed and trying to attach the sutures. All fragments were removed from the patient, and there was a slight delay in the case. The case was completed using another ar-1927bcf-45 biocomposite corkscrew ft suture anchor without adverse effects on the patient. This was discovered during a rotator cuff procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.